Event description:
It was reported that during a da vinci hysterectomy procedure, the tip did not grab tissue very well. Tips are bent on the fenestrated bipolar forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip was bent, causing side to side misalignment of grips. There was a .040 offset at the tips. The bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint; however, likely cause of bending remains overloading. The electrical continuity test was performed and passed. Failure analysis concluded that damage was likely due to mishandling. Additional observation not reported was the distal end of the main tube had various scratch marks with light material removal. The scratches were .193 - .160 in length and not aligned with the tube axis. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.